Event description:
I was in a lot of pain. I went to the doctor. They examined me and they notified me that I had fluid in my uterus and also around my bladder. They said that if I didn't have surgery, that it could turn into cancer. All of this was caused by the essure that I had about 2 years ago on (B)(6) 2015 by dr (B)(6) out of (B)(6). An ultra sound on (B)(6) 2015 with the result showing that I had some female problems and hernia on my left side. A cat scan on (B)(6) 2015 with the result of a growth in my uterus. An ultra sound by dr (B)(6) in (B)(6), on (B)(6), 2015. The results showing fluid in my uterus and around my bladder. The results were sent off for a biopsy and I was then scheduled for surgery. I went in for surgery on (B)(6) 2015.